Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine 1.6970 mg/day 5 mg/ml via implantable pump. The indication use was non-maligagnant pain. It was reported that the patient was in the intensive care unit (ICU) and "was not waking up. ¿the healthcare provider (hcp) asked to have someone come to the facility to turn the pump off. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service additional information was from a healthcare provider (hcp) indicated that the patient was unconscious due to being overdosed. However, the cause of the overdose was unknown. Action/intervention: the patient was given narcan and was alert. Outcome: the patient was discharged and doing well.